Manufacturer narrative:
The complaint sample was not returned to integer for evaluation. Thus, the reported event is non-verifiable. A manufacturing review based upon the reported lot number did not reveal any discrepancies. If the complaint sample is received by integer, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted. However, at this point, no further investigation is required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that during the impaction the cup handle broke at one (1) of the joints. There was a four (4) minute surgical delay, but no adverse events were reported as a result of the malfunction.